Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. During the surgery on (B)(6) 2023 the physician was unable to replace the lead due to scar tissue and a decision was made to explant the patient¿s system.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing. The report stated the lead migrated and was to be repositioned; however, due to scar tissue the procedure to reposition had to be abandoned and instead the decision was made to explant the entire system.

Manufacturer narrative:
It was reported to abbott, a patient had a migrated lead the resulted in ineffective therapy. During the revision to reposition the lead, scar tissue prevented the lead from being re-insertion into the epidural space. The system was explanted. When asked, the neurosurgeon didn't want any abbott personnel follow-up with the patient at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.